Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a deformity/damage in the tubing. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a custom tubing pack, while setting up the pump it was observed that the boot had some imperfections in the tubing, that the tubing was damaged/deformed. The customer stated that the imperfections were on other parts of the tubing but the cracked area was the worst. There was no damage to the packaging. No other devices in the same box/shipping container were damaged. The device was replaced as the imperfections would be in the raceway and under increased stress throughout a case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.